Event description:
It was reported that during central processing, that the mega suturecut needle driver tip is missing. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.130" x 0.200" was found to be broken off the yaw pulley. The broken piece was not returned.